Manufacturer narrative:
Product analysis - product # - 9560524 , lot # - my18m001 service and repair confirmed that the holder had been damaged or fallen out, and that the handle screw's screw thread had deformed. Outcomes attributed to adverse event: surgical procedure was modified from microendoscopic discectomy (med) to open procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, distributor) regarding a patient having med due to unknown indication. It was reported that he flexible arm tip (retractor engagement tip, the screw part that grips the tubular tractor) was loose and the tubular tractor could not be grasped and that the operation was changed from med to open procedure. There was a procedural delay of over 60 mins. There was no patient symptom reported. There were no further complications reported regarding the event.